Event description:
It was reported that a ez45b and two zr45b's were used during a thoracoscopy. It was reported by the affiliate that during the procedure, the stapler stapled three times excellent. The fourth time the stapler only cut the tissue and did not staple. The surgeon said that he forced the stapler, with abnormal pressure, he heard a strange sound coming from the stapler. The surgeon used a et45b to complete the case. There was no consequence to the pt.